Event description:
On (B)(6) 2012, the pt reported that the batteries aren't lasting very long in his infusion device. The infusion device displayed a2 (battery low) two weeks after putting in a new battery. The pt replaced the battery and the device is again displaying a2. The pt does not change his battery cover and he was advised as to how often it should be changed. The pt stated that he is not receiving insulin when he boluses after his infusion device displayed a2. The pt's blood glucose level was elevated over 400 mg/dl. His normal range is 150-200 mg/dl. The pt felt symptoms of high blood glucose levels including being thirsty and drowsy. The pt used his backup infusion device to correct the elevated blood glucose levels. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device, infusion set, adapter, and insulin cartridge were replaced and requested to be returned for evaluation.